Manufacturer narrative:
Device evaluation by MFR: the promus premier select 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal struts lifted. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and non-calcified left anterior descending. A 38 x 2.50 mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. The patient's status was stable. However, returned device analysis revealed stent damaged.